Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found that the instrument was broken. The investigation attributed the root cause to user error/technique and did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The event was reported for unknown reason.